Event description:
It was reported that the patient presented for initial procedure. During implant, the right ventricular lead was not sensing and had a high capture threshold. The physician elected to use another lead to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to sense and high capture thresholds were not confirmed. A complete lead was returned in one piece for analysis. Electrical, visual, and x-ray inspection was normal with no anomalies found.